Manufacturer narrative:
(B)(4). Additional information has been requested and received. What is the procedure date? (B)(6) 2021. What date did the reaction occur on? (B)(6) 2021. What does the reaction look like and how large of an area does the reaction cover? Generalized abdominal rash more focused centrally around the umbilicus but also extending to the other laparoscopic portal sites with associated itching, blistering pustules all around where dermabond was. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Lap chole done (B)(6) 2021 oral steroid prescribed for the rash. If medication was required, please clarify if it was prescribed or purchased over-the-counter. Prednisone taper pack. What is the most current patient status? Rash slowly improving after steroid. Can you identify the lot number of the product that was used? Unsure. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Dermabond. Additional information has been requested however, not received. If further details are received at a later date a supplemental medwatch will be sent please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: ID, gender, age or date of birth; bmi does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails) was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure?. No product is available for return.

Event description:
It was reported a patient underwent a laparoscopic cholecystectomy on (B)(6) 2021 and topical skin adhesive was used. The patient returned with blistering pustules all around where adhesive was. Rash was around umbilicus. Oral prednisone prescribed for the rash. Additional information has been requested.